Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level and small ketone levels. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Cause was due to connection issues between the continuous glucose monitor and the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.